Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch:a000148428.

Event description:
It was reported patient's system was auto-reducing and patient experienced loss of effective therapy due to a lead fracture after a fall. Investigation was unable to identify which lead. Surgical intervention may be pending to address the issue.